Manufacturer narrative:
Batch review performed on 23 december 2024. Lot 2216031: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant involved, batch review performed on 23 december 2024 liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2217703: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year 10 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.